Manufacturer narrative:
H-3: the device has been rec'd and currently in the processing of being evaluated. A follow up report will be filed upon completion of the evaluation or if add'l info becomes available.

Event description:
The facility alleges staplers are malfunctioning during use. No add'l info is available at this time.